Event description:
I had a total right hip replacement in (B)(6) 2010. It was a regenerex ring-loc + modular acetabular system made by biomet. The liner has slipped within the cup and the part in my thigh bone has made my thigh go inward. I fall, have severe pain in the back upper thigh, groin, and leg. I have no balance and walk on crutches to keep from falling. When I get up or walk there is a popping and clicking noise that can be heard by others. My right leg is shorter than the left with insufficient range of motion. I have to have a revision surgery which is to happen on (B)(6) 2014.